Event description:
Healthcare professional reported "right capsular contracture baker grade iii." Device remains implanted. Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, g.1, h.3, h.6 device evaluation:visual analysis of the returned device identified, weight to the spec and crease flat. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
Healthcare professional reported "right capsular contracture baker grade iii." Device was explanted.

Event description:
Device has been explanted and replaced.